Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed allergic reaction, hard lumps, discoloration, swelling and pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported that after injection in the nasolabial folds with juvederm, the patient experienced a delayed allergic reaction, hard lumps under the eyes, swelling, discoloration under one eye, swelling under both eyes, and pressure. The patient has had four injections to dissolve the product. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00217 (allergen complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.